Event description:
It was reported that in (B)(6) 2010, a 2.75x18 multi-link 8 stent was implanted in the distal left anterior descending artery (lad) and a 3.0x18 multi-link 8 stent was implanted in the mid lad. On (B)(6) 2011, the patient presented with severe chest pain. Angiogram revealed in-stent restenosis of both stents. Cardiac catheterization was performed. Pre-dilatation was performed using a 2.75x15 trek balloon followed by deployment of a 3.5x38 xience prime stent. A voyager nc 3.5x12 balloon was used to perform post-dilatation. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 18 multi link 8 stent indicated is being filed under a separate medwatch MFR number. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the multi-link 8 instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.